Event description:
It was reported that the cot dropped downward during patient transport. It was reported that the patient complained of a headache after the event. The patient was evaluated for the headache and released with no additional reported injury or medical intervention required as a result of the event.

Event description:
It was reported that the cot dropped downward during patient transport. It was reported that the patient complained of a headache after the event. The patient was evaluated for the headache and released with no additional reported injury or medical intervention required as a result of the event.

Manufacturer narrative:
The cause for the cot dropping down while transporting a patient was due to a missing set screw in the lift handle assembly.